Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater that 200 ohms on this scientific right ventricular (rv) channel. Technical services (ts) recommended to have bring the patient in to perform a shock vector breakdown to see if one of the coils has an issue. The device and this rv lead remains in service. No adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).